Manufacturer narrative:
Age at time of event: (B)(6).

Event description:
It was reported that guidewire entrapment and tip detachment occurred. After an amplatz guidewire was inserted, an angiojet zelantedvt was advanced for a thrombectomy procedure in the left common femoral, external iliac, and left common iliac veins. However, during procedure, the catheter tip became stuck on the guidewire and the catheter tip broke. The device shredded when going over the wire inside the sheath. The catheter and guidewire had to be removed together. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable and recovering from the procedure.